Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of clip falls into the patient in an open state. According to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip failed to grasp and lock onto tissue. The clip separated from the catheter and fell off into the patient in an open state. The clip was left to pass naturally. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.